Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that during insertion in medicine, the guide wire unraveled. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned was a 3-lumen catheter marked 7fr x 30cm on the hub with a guide wire through it. The customer also provided a photo of the sample. The coil wire from the guide wire was unraveled and protruding from the distal luer hub. The core wire separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The proximal weld appears full and remains attached to the unbroken coil wire. Approximately 47 cm of the guide wire itself was protruding from the distal tip of the catheter. The guide wire was bent along its length. There was a sharp kink in the guide wire where it exited the catheter. A manual tug test confirmed the distal weld was in tact. The guide wire was pulled out of the tip of the catheter so the core wire could be measured. The length of the core wire measured 68.2cm. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire measured 0.792mm. This met specification of 0.788 - 0.826 mm per guide wire graphic. A 0.035" guide wire from lab inventory passed other remarks: freely through the distal lumen of the catheter from the tip to hub without resistance per catheter graphic. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and catheter were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.